Event description:
It was reported that lead thresholds increased from 1.25 v in 2008 to 2.5 v in 2009. It was also noted that r-waves began deteriorating one month post implant. The lead was replaced.

Manufacturer narrative:
Na